Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient was not able to increase or decrease stimulation. Patient described seeing charge neurostimulator (ins) screen. Patient stated she would charge and call back if needed. No symptoms reported. No further complications were reported/anticipated.